Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, fse identified that the suite pc software was corrupted. Fse reloaded the suite pc software and restored the back up. After reloading the suite pc software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not turning on. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.